Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a power-on-reset (por) condition. A company representative was preparing an implantable neurostimulator (ins) for a new implant and the ins displayed a por on the recharger. The ins was still in the box. It was stated that the representative cleared the por with the clinician programmer and the charge level was full. The representative checked the ins with the recharger again and the por was displayed again. A different ins was used. 2013 (B)(6) e1a (rep): no new information. 2013 (B)(6); crts (B)(4) (rep): no new information. Rp: no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that the parity por bit was not reset. This ins was received in an unopened shrink-wrapped box and had experienced a parity por. The ins still was in the shipping state and the implant bit had not been set. According to the diagnostic data taken from the ins, the parity por count was at 4. This indicates that a recharger and/or programmer had communicated with the ins 4 times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared, the firmware in the ins assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the ins. The ins passed functional testing and recharged normally.